Manufacturer narrative:
(B)(4). During evaluation of a homechoice hardware device, an alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information becomes available, a follow up medwatch will be submitted.

Event description:
During evaluation of a returned homechoice device, a system error 2240 (air in line) alarm was identified in the log. This indicates a potential malfunction of the disposable cassette. The alarm occurred on (B)(6) 2012 06:42:26. No additional information is available.